Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of having high blood glucose of 458 mg/dl and blood glucose at the time of call was 357 mg/dl. Customer treated high blood glucose with manual injection. High blood glucose began on (B)(6) 2017. Troubleshooting was performed and customer would call back to perform high pressure test. Customer called back once in receipt of tubing clamp in order to perform high pressure test. Insulin pump passed high pressure test. Customer was advised to change infusion set, reservoir and insulin and to contact healthcare professional regarding unexplained high blood glucose.